Manufacturer narrative:
Reference MFR report # 2916596-2017-01370 for the previous report of gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 6 months. Additional information was requested but none provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding. The patient was directly admitted and transferred to another center. Additional information was requested; however, none was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.